Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement open spine clamp shipped to site 06/20/2016. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that they have a tall spinous process clamp where the "screw is wearing out". No further information was known regarding how the damage occurred or was discovered. There was no patient present when this issue was identified.